Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (will not power on) was confirmed. Upon investigation the monitor failed incoming testing.  The cause for the failure was the l101 component being knocked off the ca board. The damaged l101 component was knocked off during troubleshooting. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to power on.